Manufacturer narrative:
(B)(4). The device has been received for evaluation, however evaluation is not complete. A f/u report will be filed upon completion of the evaluation or if add'l info becomes available.

Event description:
The facility rep reported broken door on a flo-gard pump. Info was not provided regarding whether or not the problem occurred during a pt infusion. Although baxter attempted to obtain info, details were not available regarding add&#62240;contact info. According to the facility rep, no pt injury or medical intervention had been reported related to the device. No add&#62240;info is available.